Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming-misaligned staples was confirmed based upon the investigation of the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared misaligned. The stapler was returned with 21 staples remaining in the cover block, indicating that at least 14 staples were fired by the customer. Damage sustained to the right side of the cover block was observed. The source of this damage could not be conclusively determined. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. The stapler was disassembled upon functional inspection. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A DHR review was performed, and no issues related to the event were identified. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that "staple misaligned."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: correction to section d.4 UDI was updated from (B)(4).

Event description:
It was reported that "staple misaligned."

Event description:
It was reported that "staple misaligned."

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4).